Event description:
The event is reported as: the customer alleges that the product was leaking air during insertion. No report of a pt injury.

Manufacturer narrative:
The device sample was rec'd by the MFR, but the investigation is incomplete at the time of this report. Per DHR (device history record) review the product et tube, cuffed, spiral-flex 7.0, lot # 01h1200085 was mfg on 08/17/2012. DHR investigation did not show issues related to complaint. A document review (fmea) was conducted and no changes were required. Teleflex will continue to monitor and trend relating complaints.